Event description:
The event was updated to definitely related to implant procedure and still definitely related to device. No further relevant information has been received to date.

Event description:
It was reported that the patient was scheduled for another pocket revision surgery. No further details are known. Confirmation of the surgery has not been received to date. No further relevant information has been received to date.

Event description:
Information was received from the clinical manager noting the device had migrated again after the last repositioning surgery and the physician believes the patient is manipulating the device although the patient will not admit to it. They performed another pocket revision and it was sutured back in place. No further relevant information has been received to date.

Event description:
It was later reported that the site confirmed that both surgeries were for patient comfort. The first surgery was for patient comfort and the second surgery was due to it happening again and to avoid it happening again. This was done both for patient comfort and to preclude serious injury.

Event description:
It was reported that the clinical study patient had device migration which is not related to implant procedure, not related to stimulation, and definitely related to device. The event was noted to be moderate. Information was received from the physician that they assumed the generator was not secured properly during implant. It was noted that there was no pain, the patient just felt that the device had moved which the surgeon confirmed. There have been no device issues seen upon interrogation. The patient underwent surgery to address the migration. The incision was opened and the generator was found to be secured with a silk suture. The surgeon removed the generator, revised the pocket, and put the generator back in. The generator was again secured with a silk suture and was positioned flat in the pocket. Diagnostics were normal. The cause of the migration was not confirmed; the patient denied manipulation. No further relevant information has been received to date.